Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR reports: 1627487-2020-31101 and 162487-2020-31103.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR reports: 1627487-2020-31101 and 162487-2020-31103. It was reported the patient's scs system was removed due to lack of efficacy. The patient stated the permanent implant was not as successful as the trial. Reportedly, the leads were in the same place as the trial. The scs system did not work for the patient in spite of the therapy being mapped to the patient's pain area.